Event description:
It was reported that the device malfunctioned and tore a blood vessel in the patient. Additional information was requested, but was refused by the health care professional.

Manufacturer narrative:
Final device investigation revealed an improper clip pinch during testing with respect to one clip. The device was used prior to being returned. The device passed the visual inspection criteria. Each clip was aligned correctly, and the retaining clip was visible. The device was fired again and both clips came out. The first clip did fully clip. The second clip clipped correctly and was acceptable. The remaining clips came out without any issue and were acceptable. The device was sent out with 16 clips in it and was sent back with 14. All 14 clips were fired; 13 clips out of 14 were acceptable.